Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the health care professional (hcp) believed that the patient's pump was possibly flipped and he believed that "either the catheter or the pump may be compromised" as the patient was having more discomfort. No falls or other issues were reported. Surgery was going to be scheduled with a possible catheter revision or pump replacement. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.